Event description:
It was reported that the patient had lost a lot of weight (45 pounds) and the battery had moved up to the top of his skin. The patient had a loss of therapeutic effect and increased baseline pain. The pocket was loose and uncomfortable. The patient described a burning sensation at the pocket when they recharged and stated it was difficult to recharge. The stimulator had not been used for the past month as it had depleted normally. It was initially stated a revision was planned for (B)(6) 2015. Of note, the patient had 2 device systems; the other system had been replaced on (B)(6) 2013 due to normal battery depletion. Additional information indicated that the stimulator was actually replaced, as the patient did not want to recharge. The stimulator was operating as it should. The programs from the prior battery was copied and put in the new stimulator. The patient was getting stimulation where he needed it.

Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).